Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
The distributor in (B)(6) rejected (1) 139112ext,ultraclean electrode 4" blade, ext. Ins., due to an "insufficient heat seal". In this instance, there was no patient involvement as the packaging anomaly was discovered during inspection prior to distribution to an end user. The report is raised on the basis of a device function with potential for injury with reoccurrence.

Manufacturer narrative:
One 139112ext was received in unopened original packaging, the reported catalog and lot numbers were verified. Visual inspection of the device packaging found that the non-chevron (manufacturer end) seal was at a slight angle and did not meet the minimum seal width of 0.25 inches. This defect was likely caused due to improper loading in the seal machine during manufacture. Dye leak testing was performed on the packaging however the dye did not leak through the seal areas. Due to insufficient seal width, this complaint is confirmed however no breach of sterility was observed. A review of the manufacturing documents from the DHR/lhr has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. (B)(4). Per the instructions for use, the user is advised the following; - it is standard medical practice to inspect and/or test equipment prior to use. This issue will continue to be monitored through the complaint system to assure patient safety.